Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm, unexpected restart error test and external ram crc error noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had motor error and multiple unexpected restart alarms. The customer¿s blood glucose level was 342 mg/dl at the time of the incident and will treat with insulin pump. Customer declined high blood glucose troubleshooting. The customer stated that the insulin pump alarmed unexpected restart and motor error after battery change. Unexpected restart alarm recurred during fill reservoir process. The insulin pump alarmed battery out limit after battery has been replaced. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.